Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. The nurse of the customer reported that the customer was hospitalized. The exact details of the hospitalization were not provided. The nurse of the customer also reported that the customer would need to be re-educated on the insulin pump prior to getting discharged from the hospital. No additional information was provided.